Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that a patient presented for a pacemaker upgrade procedure. Prior to the procedure, the physician noted that the right atrial lead had been capped and replaced on (B)(6) 2013 for unknown reason. There were no patient consequences.